Event description:
Device 3 of 4. Reference MFR report#s: 1627487-2011-00192, 00193 and 00195.

Manufacturer narrative:
Eval results: the lead bodies for the two returned extensions were clear and unbreached. The set screws were properly engaged in the header and the septums were intact. There was a small amount of discoloration in one of the connector blocks. Multiple broken wires were observed in the strain relief of both. Continuity testing of the strain reliefs revealed that all channels were open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.